Manufacturer narrative:
Final analysis found that the external insulation was abraded at 6.3 cm to 6.8 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The location of the abrasion is consistent with a case where friction occurs between the lead and device can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited a fracture due to clavicular crush and noise. The device was explanted and replaced.